Event description:
It was reported that the patient experienced a ¿minor electrical shock.¿ it was noted that the implantable neurostimulator (ins) was ¿possibly shorting out and causing very minor electrical shocks.¿ it was noted that the patient continued to get ¿minor shocks¿ when drinking soda out of a glass, but did not notice it if he used a straw. It was noted that this was ¿annoying¿ to the patient. It was noted that this began about a year prior to the report. 2014-02-26: crts (B)(4) (con): additional information received reported that the patient experienced a shocking or jolting sensation. It was noted that the patient was ¿getting a little bitty shock every time his lips touched the drink.¿ it was noted that the patient mentioned this to the health care professional (hcp) and was told that ¿this couldn¿t be.¿ it was noted that when the patient¿s device was off, he still got the shock.

Manufacturer narrative:
Product ID: 377760, lot# v010176, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 355029, lot# n0041794, implanted: (B)(6) 2006, product type: accessory. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient experienced a shocking or jolting sensation. It was noted that the patient was "getting a little bitty shock every time his lips touched the drink." It was noted that the patient mentioned this to the health care professional (hcp) and was told that "this couldn't be." It was noted that when the patient's device was off, he still got the shock.